Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. During the procedure, the surgeon cut both the mesh and the sheath at the border of the skin. The surgeon realized what she had done in the same moment, and tried very carefully to remove the sheath with different instruments both from outside and from inside without success. The surgeon removed the mesh. The surgeon let the patient leave the operating room after one hour, then took the patient back some hours later together with a urologist. The surgeons explored the area around the channel but could not find the sheath. The patient was discharged to home with the sheath retained in the patient.

Manufacturer narrative:
Conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.